Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion". "B.braun received and attended the case on (B)(6) 2022 to download history. Incident date/time: 6th may, 1230hours - 7th may, 0033hours. Medication: IV normal saline 0.9%. Description provided by nurse: nurse stared an infusion at 1230hours, rate 41.7ml/hr, vtbi 500mls, at 0028hours pre empty alarm occurred, and nurse discovered the rate was keyed wrongly. The infusion ended 12 hours earlier, the intended rate was 20.8ml/hr instead of 41.7ml/hr. Based on the history logs extracted from 670645, nil discrepancies of abnormalities found. No further complication reported after the event. Patient's condition not affected."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400556217. The complaint could not be confirmed. Nurse discovered rate was entered incorrectly. The sample was not available and only the history log was analyzed. The infusion was started with a rate of 41,7ml/h and a vtbi of 500ml. At 0028hours pre empty alarm occurred, and nurse discovered the rate was keyed wrongly. The infusion ended 12 hours earlier, the intended rate was 20.8ml/hr instead of 41.7ml/hr. No other abnormalities were found.